Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error alarm with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states they received the alarm four times. The customer was assisted with troubleshoot. The device passed the rewind test. Troubleshoot was not complete due to customer having to leaving. The customer was advised to call back if problems persist.